Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, immediate implantation, preceding/simultaneous bone augmentation, increased sensitivity, inflammation, mobility.